Event description:
The customer reported a cleaner fluid leak of approximately 2ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/30/2015. The fse found and replaced cut black-striped tubing on pinch valve (pv37) to resolve the reported leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).